Manufacturer narrative:
The technician found the brake was unlocked. The technician locked the bed's brakes to resolve the issue.

Event description:
The account alleged the brakes are not locking. No patient impact.